Manufacturer narrative:
Analysis of the extension (s/n (B)(4)) found the stimulation extension¿s proximal ends insulation had environmentally assisted degradation. Analysis of the extension (s/n (B)(4)) found the stimulation extension¿s proximal ends insulation had environmentally assisted degradation.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2014, product type extension product ID: 399930, lot# j0555614v, implanted: (B)(6) 2005, product type: lead. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2014, product type: extension. Product ID: 37711, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2014, product type: implantable neurostimulator.

Event description:
The patient's indications for use included spinal pain and chronic low back pain.

Event description:
It was reported and confirmed that the patient had a battery replacement due to normal battery depletion and the battery was at end of service (eos). During the procedure, the existing extensions would not go into the new implantable neurostimulator (ins). There was positioning difficulty with the extensions. One extension could not be inserted into the port on the header block. The extension was removed and tried in the other port with the same problem. When the manufacturer representative (rep) was able to get the extension in the port, it was stuck in the header block and didn¿t move freely. The rep stated they were going to replace the extension. Both extensions were explanted and replaced with a bifurcated extension on (b)(60 2014. The physician had an ¿extremely hard time removing the extensions and these would not fit easily¿ into the new battery that was implanted. The physician thought something became defective with these extensions. The other extension was able to be inserted in both ports without issue and worked perfectly fine. There was no patient death or injury. The patient recovered without sequela and was getting good stimulation coverage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 37711, serial# (B)(4), product type: implantable neurostimulator; product ID 97714, serial# unknown, implanted: (B)(6) 2014, product type: implantable neurostimulator; product ID 3708340, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2014, product type: extension; product ID 399930, lot# j0555614v, implanted: (B)(6) 2005, product type: lead; product ID 3708340, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2014, product type: extension; product ID 37711, serial# (B)(4), product type: implantable neurostimulator. (B)(4). Analysis results were not available as of the date of this report. A follow up report will be submitted when analysis is complete.